Manufacturer narrative:
The complaint investigation was performed for observed false non-reactive architect anti-hcv results which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and testing of the complaint lot number. Trending review determined no trends for the issue and for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A retained file reagent of the complaint lot was tested in a sensitivity setup. Testing includes the positive control, two sensitivity panels and two seroconversion panels. Inhouse testing determined that the sensitivity performance is not negatively impacted. No false non-reactive results were obtained. The complaint lot detected the same bleeds of the seroconversion panels in comparison to historical results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv reagent lot number 13421be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported a false nonreactive architect (B)(6) result for a patient. The following data was provided (reference range: less than 1.00 s/co = nonreactive, greater than or equal to 1.00 s/co = reactive): on (B)(6) 2020 sid (B)(6) = initial result = 0.8 s/co ((B)(4)), repeat result = 2.2 s/co ((B)(4)), 2.2 s/co ((B)(4)). There was no impact to patient management reported.